Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that while the medfusion pump was being serviced at manufacturer's repair facility, it encountered a check clutch error. No adverse health outcomes were reported.

Manufacturer narrative:
The reported medfusion syringe infusion pump was returned for investigation. Visual inspection revealed that the device was in poor condition; the top case was chipped and cracked. A review of the device event history log found that the reported check clutch error had occurred. During device occlusion testing, the reported error was able to be duplicated. Investigation determined that the root cause of the check clutch error was due to normal wear on the clutch halves; the clutch halves were replaced. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.